Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The power controller board was replaced. (B)(4).

Event description:
The hospital reported the unit had a system failure. There was no reported patient injury.